Event description:
It was reported that there was a line of dead pixels down the center of the screen. The device evaluation revealed a lifted downstream occlusion seal. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Functional testing also found that the udo and dso were damaged. The lcd screen, uso and dso were replaced. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.